Manufacturer narrative:
Revision occurred after 8 days due to user error. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 8 days after the prior revision surgery, which occurred on (B)(6) 2025 and was recorded in per 25-805. No fall or other trauma reported. Revision occurred due to user error. According to the distributor, the surgeon did not follow the surgical technique: he did not line up the humeral cup impactor and impacted from an oblique angle, resulting in the dissociation of the humeral spacer from the stem. A 40 mm + 9 humeral stability cup and 9 mm spacer were explanted. These items were replaced with identical components.